Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation, afib, cardiac arrest, factor v and factor ii deficiencies, and mesenteric veinous obstruction, prolapse/flail p2, ¿barlow's like valve¿ (leaflets where thickened and prolapsed throughout the valve) for a mitraclip procedure. During the procedure, a mitraclip xtw was placed on the lateral side of anterior and posterior 2 leaflets (a2/p2). The posterior leaflet then the anterior leaflet was optimized and well-centered. During pre-deployment established final arm angle (efaa) the clip has settled open to 45 degrees, troubleshooting was performed successfully with a small amount of settling. The lock line was removed and during deployment efaa there was a small amount of settling. The clip was retightened to 20 degrees and deployed. After deployment, the clip opened to approximately 45 degrees. The clip remained stable. A secondary clip was successfully implanted as originally planned. The final mr was grade <1. There were no reported adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The provided imaging was reviewed by an abbott senior staff clinical r&d engineer. Based on available information, the reported clip opening while locked and clip opening during efaa appear to be related to a combination of challenging patient anatomy (thick leaflets and leaflet prolapse) and procedural conditions (excessive tissue and/or tension between gripper and clip arm). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation, atrial fibrillation (afib), cardiac arrest, factor v and factor ii deficiencies, and mesenteric venous obstruction for a mitraclip procedure. The degenerative mitral regurgitation involves prolapse/flail of the p2 segment of the mitral valve and a ¿barlow¿s-like valve,¿ with thickened and prolapsed leaflets throughout the valve. For a mitraclip procedure. During the procedure, a mitraclip xtw was placed on the lateral side of anterior and posterior 2 leaflets (a2/p2). The posterior leaflet then the anterior leaflet was optimized and well-centered. During pre-deployment established final arm angle (efaa) the clip has settled open to 45 degrees, troubleshooting was performed successfully with a small amount of settling. The lock line was removed and during deployment efaa there was a small amount of settling. The clip was retightened to 20 degrees and deployed. After deployment, the clip opened to approximately 45 degrees. The clip remained stable. A secondary clip was successfully implanted as originally planned. The final mr was grade <1. There were no reported adverse patient effects and no clinically significant delay.